Event description:
On (B)(6) 2014 the patient stated that "this had happened to them in the past". The patient indicated that had a reaction to the medication in their pump. They stated that the only thing that had to be done was that their pump had to be adjusted down. The medications infused at that time were unknown.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).